Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver-directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."

Event description:
On (B)(6) 2025, a 59 year old female patient with a history of well-differentiated grade 2 neuroendocrine tumor metastatic to liver received histotripsy treatment which consisted of two overlapping planned treatment volumes (ptv) of 33.5 ml for a total estimated treatment volume of 55 ml for a 4 cm lesion. The patient received approximately 3 liters of lactated ringer's solution during and immediately following the procedure. The foley catheter initially drained clear yellow urine; however, urine output plateaued at 200-300 ml during the latter half of the treatment. At the conclusion of the procedure, "mucus-like material" was observed within the foley tubing, though urine remained yellow throughout. Within 1-2 hours post-procedure, the patient developed tea-colored urine while the foley remained in place. Oliguria was noted later that evening, prompting hospital admission. Nephrology was consulted, and an additional liter of normal saline was administered. Blood urea nitrogen (bun) and serum creatinine began rising the following morning, while sodium and potassium levels remained within normal limits. Over the subsequent 10 days, bun and creatinine continued to increase, peaking at 92 and 13.5 mg/dl respectively, necessitating a 10-day hospitalization. Despite persistent oliguria early on, urine output gradually improved over this period. Dialysis was not required. Nephrology followed the patient daily, and several intermittent doses of bumetanide were administered for subclinical pulmonary edema, evidenced by crackles on lung examination without dyspnea. Renal function is now recovering, with most recent laboratory values on (B)(6) 2025 showing creatinine at 1.16 mg/dl and bun at 19 mg/dl.